Event description:
It was reported by service report that the breakaway head section is not locking. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Trigger locks.